Event description:
During a manual download of the device logs of a homechoice pro, an increased intra-peritoneal volume (iipv) event was identified in patient therapy log. This occurred during the therapy that occurred on (B)(6) 2014 at 19:16 with an ultra-filtration volume of 1463ml (drain volume of 3553ml) during cycle five. The largest prescribed fill volume was 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.